Event description:
It was reported that after positioning the introducer on the right side of the pt and feeling a distinctive pop, the doctor observed pulse arterial bleeding. An interventional radiologist performed an embolization of a branch of the anterior iliac artery. It was reported that the pt lost 250 cc of blood during the procedure and the doctor applied pressure to the artery for 2.5 hours. Additional info received in 2010: when the bleeding was observed, the doctor exercised compression with her finger through the vaginal dissection opening on the obturator internus muscle/membrane with the result that the bleeding stopped. Pressure was applied for 2.5 hours. After 2.5 hours, the bleeding was slightly decreased. The interventional radiologist embolized the bleeding. The pt remained in the hospital for an additional day after reporting cold feet. The pt returned to the hospital a day after she was discharged and was admitted to the intensive care unit as her condition had not improved. The pt was given anticoagulants and the symptoms improved. The pt was given anticoagulants and the symptoms improved. The pt will require anticoagulant medication for 3 months.

Manufacturer narrative:
No sample was returned for evaluation. The lot number is unk; therefore, no review of the device history record could be performed. The instructions for use which accompanies each device states in the section labeled warnings, "the implant procedure and the instrumentation associated with the surgical placement of the sling carry an inherent risk of infection and bleeding, as do similar urological procedures. The use of surgical staples, clips. Screws, or other attachment mechanisms with the ajust sling system can damage the polypropylene mesh sling." In the section labeled precautions, the instructions for use states "postoperative bleeding may occur in some pts and must be controlled prior to pt release. The implant procedure requires diligent attention to anatomical structure and care to avoid puncture of large vessels, nerves, bladder, urethra and any viscera during introducer passage." In the section labeled adverse events, the instructions for use states "perforations or lacerations of vessels, nerves. Bladder, urethra, or any viscera. May occur during introducer passage."